Event description:
During a remote follow-up, episodes of myopotential oversensing were observed on the device. Technical support was contacted and provocative testing was performed, but did not reveal any abnormalities. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.